Event description:
The reporter stated that her family member was hospitalized due to a hi glucose result on the device. When she was admitted to the hosp her glucose was 594mg/dl and she was given insulin.